Event description:
Patient on 5-fluorouracil (5fu) 46 hour infusion chemotherapy. While at home, about halfway through infusion, patient's pump started beeping at 0400 in the morning alerting of air in line. Patient called pump helpline and they encouraged her to come to infusion center. Patient arrived and after line being accessed by nurse and lead pharmacist, the problem was identified as having to do with cassette on the tubing. Tubing and cassette were replaced and pump was restarted. After a considerable amount of time sitting in infusion center while pump was infusing with no issues, the patient was discharged and told to come back next day for disconnect. All questions answered and patient was agreeable to the plan. Continuous ambulatory drug delivery (cadd) administration set: 6085301, exp 1-11-2030.